Event description:
Facility reported that the boom on a (B)(4) patient lift bent and the resident fell. The resident was not hurt but the two employees were hurt. No information available on the injuries or medical intervention.